Manufacturer narrative:
Evaluation: results - a work order search was conducted and there were no similar complaints found.

Event description:
It was reported that the patient had a micl12.6 implantable collamer lens implanted in right eye in 2007. As part of the postmarket study, the patient reported loss of vision due to problems with the cornea, development of a cataract, taking eye drops for inflammation and glaucoma. The surgeon office was contacted and the representative stated this patient had lots of issues prior to icl surgery. Two months later, he had c3r to stabilize the eye and intacts. This icl was implanted one month prior, and a prk was done the following year. His file indicates the development and removed of a cataract in the left eye but not in the right. Rep stated the file does indicate the patient experienced cornea edema and was taking eye drops for inflammation and glaucoma. Rep stated the last time they seen this patient was in 2008, when he was advised to continue drops for iop and bcva was 20/40 on the right eye.